Manufacturer narrative:
Product ID 8709sc, lot# n247717008, implanted: (B)(6) 2010, explanted: (B)(6) 2019. Product type catheter, product ID 8578, lot# hg17bzr11, implanted: (B)(6) 2017, explanted: (B)(6) 2019. Product type catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4). Product ID: 8578, serial/lot #: (B)(4), ubd: 28-jul-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding a patient¿s drug infusion device. The drug being delivered was unknown. Medical history included clbp. It was reported that the pump was rubbing on seatbelt/belt line and incision opened and there was drainage. There was an infection. The issue occurred on (B)(6) 2019. Catheter was to be revised and pump replaced with smaller pump. After pump was removed, a pocket of pus was found around the catheter. The doctor intended to move the pocket up higher, but when pus was noted, he decided it was best to remove everything and let it heal. Products would not be returned as they were discarded. Plan for full implant in 4-6 months. The issue was resolved at the time of the report. There were no further complications reported/anticipated.